Event description:
It was reported that the unit was found with a loose user interface holder. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The reported issue could be visually confirmed from the inspection of the received photograph. The user interface holder revealed that the flange of the head shaft was heavily damaged and about to break. The flange is a part of the fixing mechanism, located at the bottom of the head shaft for the support hinge to the panel. The damage to the head shaft implied that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, (B)(4). It's unknown to us under what conditions the reported panel holder broke.